Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4). Product is not being returned.

Event description:
It was reported by the patient on maude event report mw5042366, that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2005. Approximately seven days later, the patient started to "hemorrhage" and presented to the emergency room. The patient underwent an emergency hysterectomy. The patient was discharged and is doing fine.